Event description:
It was reported that four days post a drug eluting stenting treatment procedure, stent thrombosis occurred. A taxus express2 drug eluting stent of unknown size was placed in the diagonal at another facility. Four days later, the patient presented with chest pain. The patient was not taking plavix because they had not yet filled their prescription. The physician attempted to open the diagonal with a wire, but could not cross the vessel. The physician opted to leave the vessel alone. Further information has been requested, but has not been received.

Manufacturer narrative:
H6: device analysis. The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.